Event description:
Event description: it was reported by a sales rep that, during an unknown neurosurgery procedure, at the time of preparation, after a sterile wfi was inserted into a thrombin vial, the thrombin was dissolved, and when the thrombin solution was returned to the syringe, leakage occurred. The operation time was extended within 30 minutes. No sample will be returned. There were no adverse consequences to the patient follow-up information was received on 14.03.2023 stating: please clarify if the delay in surgery was caused solely by the malfunction of surgiflo, if yes, please elaborate as a new surgiflo device is prepared within minutes. Since the surgiflo became not to be used, new device was prepared. It took a few minutes to prepare a new one. Please elaborate if the delay in surgiflo was of clinical relevance for the patient. Was there any change in the patient's post-operative care due to the prolonged procedure? No. Was there any patient consequence? No, there were no adverse consequences to the patient. Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? No. What is the current condition of the patient? No problem. Please clarify if the reported event was due to the vial adapter if yes, please provide details. Unk, the event was after a sterile wfi was inserted into a thrombin vial, the thrombin was dissolved, and when the thrombin solution was returned to the syringe, leakage occurred. What was the cause of the reported 30-minute extended operation time? Just a few minutes expended to prepare a new device. Follow-up information confirms the initial thoughts, that the 30 minutes delay was not caused by the malfunction of surgiflo. The delay is stated as "a few minutes". The initial evaluation is therefore updated, thus, this delay does not constitute an adverse event (near adverse event).

Event description:
Event description: it was reported by a sales rep that, during an unknown neurosurgery procedure, at the time of preparation, after a sterile wfi was inserted into a thrombin vial, the thrombin was dissolved, and when the thrombin solution was returned to the syringe, leakage occurred. The operation time was extended within 30 minutes. No sample will be returned. There were no adverse consequences to the patient.